Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened button dome switch. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped working, the up button wasn't responding. The customer's blood glucose was unknown, but current was 223 mg/dl. The device was working fine when he went to bed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.